Manufacturer narrative:
There is no product evaluation as the device was discarded by the hospital. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The lot number was not provided thus a device history record was not reviewed. Per instruction for use, "inaccurate non-invasive measurements can be caused by factors such as excessive variations in blood pressure, poor blood circulation to the fingers, a bent or flattened finger cuff, excessive patient movement of fingers or hands, artifacts and poor signal quality, incorrect placement of finger cuff, position of finger cuff, or finger cuff too loose, and electrosurgical unit interference." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use, this vitawave finger cuff, displayed inaccurate blood pressure values. The blood pressure values were lower than expected. The patient was not treated for the inaccurate values. There was no patient injury.